Event description:
It was reported to philips that the system was unable to emit x-rays. The user performed multiple reboots, but the issue persisted. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.